Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the investigation of the returned sample, and images provided a break of the inner catheter at the distal end could be confirmed. The system was returned in activated state without stent as the stent had been released inside patient. The distal end of the inner catheter was found broken and two fragments of the inner catheter were part of the sample return, as reported. An indication for a manufacturing related issue could not be found. Based on the information available a definite root cause could not be identified. Labeling review: in reviewing the relevant IFU the potential issue was found addressed. The IFU state: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Regarding deployment force the IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Under materials required the IFU state '5f (1.67 mm) or larger introducer sheath', and '0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. The IFU further state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' In this case system compatible introducer and guidewire were being used. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a crossover stenting procedure in a slightly calcified distal superficial femoral artery (sfa), after successfully deploying the stent, the tip of the delivery system allegedly broke off and was located near the distal end of the stent in the distal sfa. It was further reported that the tip was allegedly attempted to be retrieved with a catheter then with a snare; however, both attempts were unsuccessful. The tip allegedly migrated downstream to the anterior tibial artery. Reportedly, open surgery was performed to remove the tip. The patient was reportedly stable at the conclusion of the procedure.

Event description:
It was reported that during a crossover stenting procedure in a slightly calcified distal superficial femoral artery (sfa), after successfully deploying the stent, a control angiography was performed and found that two segments of the inner shaft of the deployment system allegedly broke off in the patient and were located near the distal end of the stent in the distal sfa. It was further reported that attempts to retrieve the segments with a catheter and snare were unsuccessful. The segments allegedly migrated downstream and were stuck in the curvature between the popliteal artery (p3, below knee) and the anterior tibial artery (ata). The patient was transferred to the operating room where the surgeon performed two cut downs to obtain access through the distal ata and proximal popliteal artery and the segments were retrieved. Reportedly, the ata was severely damaged and lost with the additional procedure, and the p3 segment had to be reconstructed into the tibiofibular trunk by using a patch-plasty. Furthermore, due to a muscular calf where the cut downs were performed, the patient developed partial compartment syndrome and has sensitivity disturbance in the big toe indicating nerve damage. The patient was discharged and has recurring visits to be closely monitored.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the investigation of the returned sample, and images provided break of the inner catheter at the distal end could be confirmed. The system was returned in activated state without stent as the stent had been released inside patient. The distal end of the inner catheter was found broken and two fragments of the inner catheter were part of the sample return, as reported. An indication for a manufacturing related issue could not be found. Labeling review: in reviewing the relevant IFU the potential issue was found addressed. The IFU states: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Regarding deployment force the IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Under materials required the IFU state '5f (1.67 mm) or larger introducer sheath', and '0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. In this case system compatible introducer and guidewire were being used. The IFU further state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.'. H10: g4. H11: e1; e3; h3; h6 (patient, device, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device and six images have been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified.

Event description:
It was reported that during a crossover stenting procedure in a slightly calcified distal superficial femoral artery (sfa), after successfully deploying the stent, the tip of the delivery system allegedly broke off and was located near the distal end of the stent in the distal sfa. It was further reported that the tip was allegedly attempted to be retrieved with a catheter then with a snare; however, both attempts were unsuccessful. The tip allegedly migrated downstream to the anterior tibial artery. Reportedly, open surgery was performed to remove the tip. The patient was reportedly stable at the conclusion of the procedure.